Event description:
Related manufacturer reference number: 1627487-2022-05256. It was reported that the patient¿s ipg was replaced due to ipg reaching end of life. During the ipg replacement procedure high impedance was noted on the lead due to which the patient experienced ineffective therapy. Therapy was achieved through programming for only certain period of time using the normal contacts. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event and device information information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the explanted ipg was non rechargeable ipg.

Event description:
Related manufacturer reference number: 1627487-2022-06968. It was reported that during the ipg replacement procedure (related manufacturer reference number:1627487-2022-05460) the extension was electively replaced. However, the extension analysis revealed that the extension was fractured.